Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Blood glucose (bg) ranged from 389-516 mg/dl. Insulin injections were administered to address bg. Customer changed infusion set tubing. Customer declined tandem technical support's offer to troubleshoot. Occlusions did not reoccur.